Event description:
Additional information received states that the affected side involved was the left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 and d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D1, d2, d4 and h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information provided, "the inlay was totally worn, therefore the femur implant was directly in contact with the tibia implant, and the post femur condyle of the implant broke. It was implanted in 1999." The (B)(4)lcs menis bearing std+/10mm was returned to depuy synthes for evaluation. Visual analysis confirmed the poly bearing components were severely worn and fractured. The bearings were forwarded to warsaw for a material evaluation. Damaged condition of the bears is secondary to the femoral fracture, particularly the medial poly bearing. Evidence of crazing, delamination, and wear of the polymer bearings indicate the components were close to end of useful life prior to fracture. No evidence of material or manufacturing defects were observed. A lot number could not be identified on the bearings, however, considering that the components were implanted in 1999, they would have been implanted for more than 20 years. Dimensional analysis was not performed due to the observed damage and no evidence suspecting an error in the manufacturing or design that would be a contributing factor in the reported event. The overall complaint was confirmed as the observed condition of the poly implant bearings is consistent with the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a lot number could not be identified on the bearings, however, considering that the components were implanted in 1999, they would have been implanted for more than 20 years.

Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inlay was totally worn; therefore, the femur implant was directly in contact with the tibia implant, and the post femur condyle of the implant broke. It was implanted in 1999.